Event description:
On 10/08/97, emergency medical services (ems) basic life support (bls) personnel responded to a 62-yr-old male down in a store unresponsive, apneic, and pulseless. The laerdal semi-automatic defibrillator (sad) heartstart 1000 was placed on the pt and programmed to assess the initial EKG rhythm. The sad delivered no shocks after initial assessment of the EKG rhythm. Instead, the machine instructed ems personnel to "check rhythm, check pulse". Ems-bls personnel then started CPR. One minute later, the sad re-assessed the EKG rhythm and ventricular fibrillation (vf) was diagnosed. Three shocks were delivered at 200, 200, and 360 joules without conversion of the rhythm. Paramedics arrived and the sad was replaced with a standard EKG/defibrillator machine. CPR and advanced cardiac life support therapy was provided en route to the hosp. On arrival to the ER, the pt converted to st, with spontaneous respiration's and a bp of 130/palpation. The pt was admitted to the hosp ccu with the diagnosis of lt anterior myocardial infarction and then expired four days later. Upon review of the sad tape recording (***01/28/98***) fire dept/ems personnel noted that the initial EKG rhythm was vf. No shocks were delivered initially though vf was recorded. This resulted in a one-minute delay in appropriate therapy. The ems medical director was notified immediately. The sad had been pulled from use and replaced by new equipment. On 2/5/98, a report was made to both the FDA and the MFR of the equipment. There was a delay in reviewing the sad tape because of decreased staffing over the months of 10/97 through 1/98.